Manufacturer narrative:
Zoll has not yet received the thermogard in complaint for investigation. A supplemental report will be filled if and when the product is returned and investigation has been completed.

Event description:
It was reported that thermogard displayed tcmid06 (cooling engine post failure). The error was noticed during device check. No patient involvement reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was evaluated by zoll. Visual inspection of the system was performed. The pump lid was loose. The cold well drip tray was missing grounding. Pic-hsg was shorted. The thermogard is a reusable device and was manufactured in 12/14/2012. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device. A review of the event log was performed and found eight tcmid errors in event log files. Tcmid:07 (coolant temp. High) and 06(cooling engine post failure) were noted. The device failed functional testing. The customer reported complaint of the system exhibiting tcmid: 06 was confirmed. The root cause for the complaint was related to shorted pic hsg and defective temperature probe.